Event description:
A 28mm diameter x 16mm diameter x16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneuryms and vessel morphology at the time of implant are unknown. It was reported that approximately 45 months post stent graft implant, the patient was in for a routine follow-up. The CT demonstrated a type 1 endoleak. Due to the hospital's system, the medtronic rep was unable to review other cts to compare what may have happened between time of implant and the distal type I endoleak. The left iliac stent graft yrir16115 slid up into the aorta within the bifurcated stent graft. The physician stated that the remodeling of the patient's iliac artery resulted in the graft losing apposition in the iliac artery resulting in the stent graft sliding into the aorta. The physician has elected to monitor the patient. No additional clinical sequelae were reported and the patient is fine.